Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with getting the sensors to stay on for the full six days. Customer stated that the transmitter was too bulky and the weak sensor alarms were too much. Customer reported that his pump screen fogs up when he has the pump pressed against his skin. Customer declined being transferred to the help line for assistance. Customer stated that he will call back next week. No additional information provided.